Event description:
It was reported that the fenestrated bipolar forceps instrument connector pin and wire were dislodged. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the pin was broken. There was no fragment that fell into the patient and the instrument was returned to isi, though the instrument information could not be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.